Manufacturer narrative:
There was no patient or procedure involvement associated with the reported event. A steris account manager arrived onsite and discussed the reported event with user facility personnel. Through follow up, it was determined that the employee subject of the reported event had her fingers in a pinch point when she was articulating the headrest. No issues were noted with the function or operation of the headrest assembly. User facility personnel utilized the headrest prior to their scheduled in-service training. During the time of the reported event, the dual articulating headrest assembly was being utilized with a steris 4095 surgical table. The operator manual for the 4095 surgical table states, "warning - pinching hazard: pinch points are created during tabletop articulation. Become familiar with all pinch points prior to operating the table. To avoid serious injury, keep limbs, fingers and other body areas clear of all pinch points when positioning the table. When manually positioning table sections, stay clear of potential pinching hazards." While onsite, the steris account manager counseled user facility personnel on the proper use and operation of the dual articulating headrest assembly. No additional issues have been reported.

Event description:
The user facility reported that an employee's fingers got caught between the end rail and the headboard on their dual articulating headrest assembly when she was raising the head section. The user facility declined to provide information regarding if the employee sought or received medical treatment.